Event description:
It was reported by the qa rep that, the cartridge fell out of the instrument into the pt. The md was able to retrieve it and place it back into the instrument and use during a gastric bypass procedure. There was no consequence to the pt.

Manufacturer narrative:
H4: info is unavailable, device was not returned for evaluation.